Event description:
It was reported that while ventilating a patient, the ventilator displayed large expiratory tidal volumes and triggering was disabled. The patient's inspiratory effort was so strong that peep could be turned negative, and ventilation was not possible. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that while ventilating a patient, the ventilator displayed large expiratory tidal volumes and triggering was disabled. The patient's inspiratory effort was so strong that peep could be turned negative, and ventilation was not possible. The evaluation of the provided logs shows that the ventilator alarmed for exp. Flow measuring error, airway pressure high, peep low, peep high, respiratory rate high, expiratory minute volume high and pressure delivery restricted. Our field service engineer investigated the ventilator on site. The expiratory cassette was replaced and sent for further investigation. Simulated use testing of the returned expiratory cassette passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for 24 hours. After the ventilation, the expiratory cassette passed another pre-use check. A visual inspection was performed, the connector pins are located in their place as they should be. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref#: (B)(4).